Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and successfully resumed insulin therapy. Customer has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 351 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.